Event description:
Rep stated that the doctor impacted the b-man into the cortical bone of the iliac crest to pierce the cortex. He continued with the aspiration procedure and when he removed the needle, he noticed that the tip was not attached to the b-man cannula. They took an x-ray and determined it remained in the ilium. The rep expressed that the doctor did not strike the instrument excessively and did not use excessive force while working with the instrument. Rep also stated that this did not cause the patient to stay under anesthesia longer than originally anticipated.